Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010 at 12:00 pm, the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Afterwards, the pt experienced the symptoms of sweating and nervousness. The pt did not take any actions or seek medical attention or treatment. Troubleshooting revealed the test strips were correct and the meter's battery did not need to be replaced. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.